Manufacturer narrative:
(B)(4). Damaged closure trigger top. The analysis found that one long60 device was returned with the clamping mechanism damaged and with no cartridge reload present. The device was tested for functionality with a test reload and it fired, and formed all the staples as intended. However, the closing trigger was manually assisted in order to open the device. Upon firing, the device was disassembled to verify the internal components and the closure link pin was noted to be missing, therefore the closure link was not engaged with the closing trigger. While no conclusion could be reached as to how the closure link pin was missing it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a digestive procedure, the handle got blocked and a metallic noise occurs at the handle level. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Difficulties to close the device.